Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia after receiving an infusion set expiration alert and subsequently removing and reinserting the same contact detach set into a new abdominal site, with additional concern for possible scar tissue affecting absorption; high glucose alerts occurred for several hours, and coaching led to a complete supply change and education on proper infusion set replacement and site rotation. Symptoms included nausea and lightheadedness. Outcomes included prolonged elevated glucose with a peak of 438 mg/dl, no use of backup insulin therapy, no ketone testing, and no medical intervention or hospitalization; glucose later trended down to 230 mg/dl. Investigation included customer care troubleshooting, review of infusion set placement and handling, and patient education on infusion set and cartridge management. Investigation of this case revealed that the infusion set was deployed incorrectly due to reinsertion of a previously used set and potential use of a site with scar tissue, leading to poor insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user technique and site-related absorption issues.